Event description:
Customer reported that the device delaminated after placement into a patient's abdomen through a laprascopic trocar. The delamination prevented placement of the device. The procedure was converted to an open procedure to remove the device. The patient's fascia was closed and a competitor's devices were placed over the fascia. The patient is reported as well.